Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting and declined to troubleshoot the high blood glucose. Customer stated that normally when the cannula was removed it was bent, cannula were bent 90 degrees and they had no collusion alarm after hours of insertion. Customer stated that it was always resolved by changing the set and stated that they want to try the different set first to see if that resolves the issue. Customer was not in auto mode. The insulin pump will not be returned for analysis.